Event description:
It was reported that the patient's right atrial (ra) lead displayed oversensing, and noise during a generator change surgery. The lead was reprogrammed off and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.